Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the syringe device has issues with the plunger detect sensors getting stuck. 3rd party residue analysis conducted on 5 out of the 6 devices and residue found to be medication. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 24sep2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported issue that the syringe device has issues with the plunger detect sensors getting stuck was not determined because no product was returned; however pictures provided did exhibit the presence of dried fluid residue around the vicinity of the plunger detect switch on the drive head and the customer reported it was identified to be medication. It was reported that there are no specific cleaning instructions that directly call out this area of the device. Product enhancement request (per) was opened (ID# (B)(4)syringe/pca module: cleaning instruction - plunger detect area). The reported issue that the syringe device has issues with the plunger detect sensors getting stuck could not be confirmed because no product was provided for investigation; however pictures provided did exhibit the presence of dried fluid residue on the bottom side of the drive head in the vicinity of the plunger detect switch. The customer requests for cleaning instruction enhancement for this area of the device has been escalated and a per ID# (B)(4) was opened. No further investigation of this issue is deemed necessary and no patient impact was reported. The device is used for treatment purposes.

Event description:
It was reported that the syringe device has issues with the plunger detect sensors getting stuck. 3rd party residue analysis conducted on 5 out of the 6 devices and residue found to be medication. No additional information was provided. There was no patient involvement.